Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 6.0 mm x 220 mm x 150 cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another sterling¿ balloon catheter. No patient complications were reported and the patient's status was stable.